Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the pt was hospitalized for the event. On an unknown date, the pt was treated with unknown ip antibiotics. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.